Event description:
It was reported that during an epinephrectomy procedure, there was an error code '5'. A crack was found in the blade. Used a like device to complete the procedure. There was no patient consequence.